Event description:
The patient had, in the winter of 2011, extension of her fusion to t9 with excision of pseudoarthrosis and rod replacement, t10-s1 due to a fractured rod. The patient had been doing well, and back pain was improving until the summer of 2012. There was no injury. She started having increased pain. She came in and was found to have another fracture of her rod again and with suspicion for pseudoarthrosis. She currently reports pain in the mid to lower back radiating down towards her buttocks.path report on explant: a separate, 0.9 cm length, 0.6 cm diameter, irregular, cylindrical portion of silver surgical metal hardware that appears broken at one edge is present (partial intact serial number: "x03100/020900").what was the original intended procedure?spinal stabilization.device #1is this a laboratory device or laboratory test?no.